Event description:
It was reported by the administrator that per the nurse manager, someone has injured themselves on the siderail, however, formal injury reports were not filed. The extent of the injury is unknown as no information was provided.

Manufacturer narrative:
The user facility cannot identify the specific unit the injury occurred and as such, cannot confirm if the reported unit is in or out of service.